Event description:
Same case as MFR report #: 2134265-2010-00402 it was reported that in preparation for a percutaneous interventional procedure, the catheter froze on the wire and the catheter broke. The quantum maverick balloon catheter was introduced on the thruway 0.014 guide wire. The balloon catheter became stuck on the wire prior to being inserted in the sheath. In an attempt to remove the quantum maverick balloon catheter from the wire, the balloon catheter broke. Approximately 10cm of the catheter remained on the wire. The system was removed. Another wire was used and the procedure was completed successfully. No patient complications were reported.

Event description:
Same case as MFR report #: 2134265-2010-00402. It was reported that in preparation for a percutaneous interventional procedure, the catheter froze on the wire and the catheter broke. The quantum maverick balloon catheter was introduced on the thruway .014 guide wire. The balloon catheter became stuck on the wire prior to being inserted in the sheath. In an attempt to remove the quantum maverick balloon catheter from the wire, the balloon catheter broke. Approximately 10cm of the catheter remained on the wire. The system was removed. Another wire was used and the procedure was completed successfully. No pt complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the balloon catheter was returned separated into two pieces, with the balloon segment froze on the guidewire which is consistent with the reported event. The balloon segment was removed over the wire shaft with gentle manipulation. The balloon catheter segment presents shaft damage/accordianed. Visual inspection identified the distal tip was flared and the proximal end of the balloon segment presents tensile overload. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).